Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the wires on small grasping retractor instrument was broken. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: one of the wires was broken.